Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site and pocket erosion. It was noted that the implantable cardioverter-defibrillator (ICD) was visible from the opened incision site of the implanted device pocket. The physician did not make any claim that the infection was related to the abbott device. The physician explanted the entire system ¿ ICD, right ventricular lead, and atrial lead due to resolve the issue. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2025-10894. It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. The physician explanted the entire system ¿ implantable cardioverter-defibrillator, right ventricular lead, and atrial lead due to infection. There were no patient consequences.